Event description:
Pt was being supported by an impact 754 portable ventilator system for 30 minutes while in the hospital emergency room when the user reported the ventilator stopped functioning (only a clicking sound was heard). The pt was manually ventilated until such time that another portable ventilator could be deployed. The end user reported there was no serious injury to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, it was reported that the pt was ventilated using manual back-up equipment. We have submitted this a serious injury event because back-up ventilation equipment was necessary to preclude permanent impairment or damage due to the device shut-down.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem was not duplicated. Periodic maintenance including inspection of the internal components, calibration and functional testing was performed and the issue was no longer observed. No specific component failure could be identified during the service investigation. The unit was returned to the end user after it tested within specification.